Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, there was post-operative bleeding after using the sureform 45 stapler instrument. Intuitive surgical inc. (Isi) contacted the surgeon and obtained the following information. The patient experienced day one post-operative bleeding from the rectum, approximately 2 units of blood loss. No blood transfusion was required. The patients bleeding spontaneously resolved and no further intervention was required. The patient is currently discharged home and in stable condition. When asked specifically about the procedure and the use of the sureform 45 stapler instrument the surgeon noted that there was bleeding from the staple line of a blue sureform 45 reload on colon tissue that required over suturing both corners of that particular staple line. The surgeon relates this event to the post-operatively bleeding, however there was also use of a third party eea stapler so it is unknown where the bleeding originated. No reported error messages, malformed staples, or other related stapler events were noted during the procedure. A transrectal exam was performed immediately after the use and anastomosis of the eea stapler, which showed no leaks or bleeding from the eea staple line. No complications occurred during the procedure.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the sureform 45 stapler instrument and it's reloads during this reported event for failure analysis investigations. The sureform 45 stapler instrument logs show (part number 480445-04), (lot number l14230209-0558), was installed on the system 3x and fired 3 reloads (3 blue). On install 1, the first clamp was aborted by the user at ~47% completion. The next 3 clamp attempts were successful, and the firing was completed with no pauses for compression. On installs 2 and 3, the first clamp was successful, and the firings were also completed with no pauses for compression. There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument. There were no stapler related errors in the logs.